Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was report that during follow up, loss of capture with phrenic stimulation was observed. X-ray revealed twiddler's syndrome. The lead was explanted and replaced. The patient's condition was good during and after the procedure.